Event description:
It was reported that the patient's intraocular lens (iol) was removed and replaced 2 years after the initial implant due to the patient's complaint of visual flares.

Manufacturer narrative:
The intraocular lens(iol) was received for analysis. Inspection under illuminated 10x magnification showed a clear optic and 2 intact haptics. No product deficiency was found. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.